Event description:
A customer contacted baxter's (B)(4) requesting a swap of a compact exchange device ii (cxd). The home patient stated that the cxd shuttle was not moving up or down. The baxter technical service representative initiated a swap of the device. The cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B)(4). The device has been received by baxter however the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The reported difficulty of the shuttle not moving up or down was confirmed via duplication during functional evaluation. The device was received with no external damage. The product analysis laboratory performed the spike and unspike operation using spike and unspike test set. The reported issue of the shuttle not moving up or down was confirmed and duplicated. The spike carriage guide spring was revealed to be bent preventing the spike carriage from being guided to the spike position after completing the unspike operation. The assignable cause for the reported difficulty was determined to be a bent spike carriage spring. The device is non-serviceable and will be destroyed. The device was subsequently forwarded for destruction. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.